Manufacturer narrative:
Approximate age of the device - 6 years and 6 months the pump remains in use supporting the patient with no further issues reported. The report that the external velour along the patient's percutaneous lead near the exit site had worn down was confirmed via photographs provided by the hospital. The issue was determined to be cosmetic and no tears or breaks in the silicone were identified. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2009. On (B)(6) 2016, it was reported that the velour on the patient's percutaneous lead was worn down close to the exit site. The manufacturer's technical services representative was contacted and a site visit was requested. A wire phase interrupter test was performed and no open wires were found. A system controller log file was reviewed and the data was unremarkable. It was reported that on (B)(6) 2016, as the area of concern was at the percutaneous lead exit site, and in anticipation of a potential repair, a surgical debridement was performed to expose more of the lead in order to accommodate the repair procedure. The area was not infected. On (B)(6) 2016, the technical services representative evaluated the newly exposed area of the percutaneous lead. The velour covering had rubbed off over time in the area near the skin exit site, exposing the silicone jacket underneath. Evaluation of the exposed area at the wear site found no tears or breaks in the silicone jacket. The percutaneous lead bionate was not exposed and there were no exposed wires. The damage was determined to be cosmetic only. The area of the percutaneous lead near the exit site, including the worn velour site, was secured with fusion tape. A percutaneous lead repair was not required. No adverse effects to the patient were reported.